Manufacturer narrative:
D4): correction: removing primary di number from UDI# field. The lot number was not provided, thus an entire UDI# is unavailable. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person."

Manufacturer narrative:
A2): date of birth unk. A4): patient's weight unk. B6): relevant tests/laboratory data unk. B7): other relevant history unk. D4): device lot number, expiration date, serial number unk. Partial UDI populated. H3): the device was discarded, thus no investigation could be completed. H4): device manufacture date unk because lot number unk. H6): perforation of vessels and great vessel perforation are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function. Right atrial (ra) and left ventricular (lv) leads were present in the patient but were not targeted for extraction. A spectranetics lld ez lead locking device (lld ez), along with suture and a cook medical bulldog lead extender, were used to provide traction. Beginning with a spectranetics 16f glidelight laser sheath, progress was made through the vasculature to the ra, with lead on lead binding noted. However, the patient''s blood pressure dropped rapidly and rescue efforts began immediately, including rescue balloon and sternotomy. A superior vena cava (svc) perforation was discovered, along with a perforation at the svc/innominate junction. The perforations were repaired, the rv lead was removed surgically, and the patient survived the procedure. This report captures the 16f glidelight in use when the perforations occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.